Event description:
Customer stated that they are validating the echo and ran a patient sample with history of anti-fya; echo reported negative antibody screen results.

Manufacturer narrative:
The presence of the fya antigen was confirmed on retention crrs(3), lot r039. Customer did not return specimen for investigation testing.